Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (component codes).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by the customer through emergency support program that the sensation plus 50cc had fo sensor failure. No harm or injury to the patient was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d10 and h6 (component codes).

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h11. Corrected fields: g2. The complaint was received through a direct call from the customer to the emergency support program. No harm or injury to the patient was reported. Esp personnel attempted to contact aliyah at the phone number given and was transferred several times. Physician came on the call and explained the details of the situation. They had a patient on a cardiosave fo iab and a fo sensor failure alarm. All attempts at reobtaining the fo ap are unsuccessful. Esp personnel direct physician to disconnect the fo connector from the cardiosave for the alarm to subside. The inner lumen of the catheter is transduced and used going forward for the ap on the cardiosave. Physician states there is no harm to the patient due to this issue and therapy was not interrupted. He finds the serial number for product surveillance and states upon removal from the patient they will attempt to keep the catheter for return. He only participates in giving limited information for the complaint report.

Event description:
N/a.